Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open or close (clip open inability-prep) associated with the complete inability to open the clip during prep could not be determined as this issue was not confirmed via returned device analysis. The cause of the observed deformation due to compressive stress associated with the lock line slack could not be determined. The cause of the observed difficult to open or close (clip close ¿ difficult) associated with the clip closing asymmetrically, the observed difficult to open or close (clip jumping) associated with the clip jumping from 180° to inverted, and the observed product quality problem (irregular appearance) associated with the asymmetrical clip arms, appear to be due to the deformation of the actuator coupler and threaded stud. The cause of the observed deformation due to compressive stress associated with the actuator coupler bending, and the observed deformation due to compressive stress associated with the threaded stud bending, could not be determined. The cause of the observed deformation due to compressive stress associated with the gripper line kinking could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip not opening during preparation. It was reported that a mitraclip procedure was performed to treat a mitral regurgitation (mr) with grade of 4. During preparation, the clip would not open. Standard troubleshooting was performed: closed clip, tested lock efaa did hold. Turned knob back to neutral, raised grippers unlocked clip, lock lever back to blueline. The clip would not open. The clip was not curved more than 90 degrees. The clip was not used in the procedure. Another clip was prepared and used during the procedure with no reported issue, reducing mr to grade trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.